Manufacturer narrative:
(B)(4). (B)(6). This lot was manufactured between november 9, 2012 and november 12, 2012. Baxter received one sample for evaluation. Visual examination of the sample noted a ruptured bladder and confirmed the reported condition. The bladder was microscopically examined. As a result, markings on the interior surface of the bladder were observed near the rupture line. However, the cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor ruptured during filling of fluorouracil and 0.9% nacl. There was no patient involvement. Additional information was requested and is not available.